Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The physician advanced the taxus express2 2.75x12mm drug eluting stent to the lesion in the distal right coronary artery. The stent came off the balloon before getting to the ostium and embolized to the lower branch of the leg. The physician was unsuccessful when trying to retrieve the dislodged stent. No patient complications occurred. Patient status is satisfactory.